Event description:
The event was reported as: the pressure cap on the wye connector of the circuit has fallen off and had to be replaced from another circuit. There was no adverse effects on the patient.

Manufacturer narrative:
Device evaluated by the manufacturer? The results of the device evaluation are not available at the time of this report.